Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6) hospital. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of non-dehp micro-volume extension set was broken. This was observed during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.